Manufacturer narrative:
During testing, it was noted that the door pin is broken off and the door roller is missing. Additional testing found that the device did not pass the unrestricted flow test. Due to the broken door roller assembly, the device door did not close completely and the device failed to initialize and recognize the cassette. When the device door is opened, the regulator closer on the device mechanism will close the cassette flow regulator to prevent free flow. The movement of the cassette door is governed by the door handle assembly. The door roller moves in a track in the door handle assembly ensuring the door opens and closes properly. The missing door roller prevented proper actuation of the regulator closer on the device mechanism which may cause a free flow condition when opening the device door. As indicated, the device has been identified as part of a product recall. The catalog number provided is the veterinary list number that was involved in the reported event, which is comparable to the list number listed in the "other" field. The list number has a common device name of 80frn and has a 510k of (B)(4). This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device defective. This does not indicate a reportable malfunction. However, during verification testing at the service center it was noted that the door roller and door roller pin were broken off.